Event description:
The customer reported generation of intermittent false low Sodium (Na), and high Chloride (Cl) patient results with low anion gaps on their AU5800 Clinical Chemistry Analyzer (Part number (PN) B96698, serial number (SN) (b)(6)). The customer repeated the sample on another analyzer and obtained a result considered correct by the customer. There was no report of injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.

Manufacturer narrative:
Beckman Coulter Field Service Engineer (FSE) evaluated the AU5800 Chemistry Analyzer and found bubbles during dispensing. The FSE aligned the mixer dispense and replaced the reagent syringe to resolve the issue. No further issue was observed. The customer was satisfied with the repair. No further action is required.Section A2, A4, and A5: Information not provided by customer.The Beckman Coulter internal identifier is (b)(4)